Manufacturer narrative:
(B) (4). Event is still under investigation at this time.

Event description:
Information provided states that the trach tubes are cracking, resulting in the physician exchanging them within a day or two after procedure. No additional information provided other than the patient "almost died" as a result of the defective tube.